Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during therapy on the home choice (hc). The home patient (hp) said she cycled the power off and on, got the system error 2367, cycled the power again and the system error cleared. The hp took the supplies off the hc. The technical service representative (tsr) was unable to go over the set up with the hp. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because disposable set was not returned to baxter for evaluation, lot number was not provided for a batch review and user did not describe any types of use errors or other issues that might have caused the reported event. The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.